Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The international customer reported the device displayed occurrence of a vent inop condition. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the service technician confirmed the vent inop occurrence. Resolution and disposition: the service technician replaced the data acquisition to motor controller board and attached retention bracket to correct the reported issue.